Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was reported that the patient was hospitalized for a couple of days and was treated with an unspecified antibiotic(dose, route and frequency were not reported) and was sent home with an unspecified oral medication. At the time of this report, the patient was reported to be "all good and back to normal health". Pd therapy was ongoing. No additional information is available.